Event description:
Heavier menstrual cycles lasting more than 7 days, increased monthly discharge, headaches, depression, and pain in lower left side of body. Menstrual cycles lasting over 20 days. Given hormone pill to stop the bleeding.